Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced an infusion set was fell off during use on 01-june-2024. The event occurred within 2 days of insertion. The blood glucose levels were unknown. No further information was available.